Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) was failed to work. A field service engineer (fse) replaced the units power silt due to repeated random reboots during use, reinstalled the bio ID driver package following a failure. The hardware test application testing confirmed normal operation of the unit and bio ID, the fse also performed inspection and component checks. Preventive maintenance was also completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier was not functioning, requiring a witness. Additionally, the machine rebooted itself, displayed an ac power-related error message, and then shut off on its own. It was currently working but experiencing lag. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.